Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d8, e2, e3 and h6 medical device problem code (replace "2907 - detachment of device or device component" with "1562 - material separation"). Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material inside the nozzle, but the type of the material or root cause cannot be identified. Foreign material was not removed because reprocessing could not be conducted properly due to physical damage of the device (leakage failure from channel tube and acoustic lens). Additionally, the cause of the gap between acoustic lens and ultrasound probe could not be established, but was likely resulting from physical damage to the device. The event can be detected and prevented by following the sections of the instructions for use (IFU) listed below: -chapter 7 cleaning, disinfection, and sterilization procedures. -chapter 8 reprocessing workflow for endoscopes and accessories. -chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap of adhesive on the distal end. A stain entered inside the lens through the gap. There is also a gap between acoustic lens and ultrasound probe. The nozzle unit is clogged. It is unknown, what kind of foreign material has clogged the nozzle unit. The clogging could not be removed. Due to clogging of the air/water tube, no water is fed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.